Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en y procedure, the surgical tech loaded the staple reload onto the handle and cycled the device. The reload looked very wobbly on the handle and the surgeon placed it down the trocar and attempted to place the jaws around tissue. The jaws would not lock down on the tissue. The device was taken out of the patient, and the reload was removed then reattached and cycled again. The reload was still wobbly on the end of the handle so it was taken off and replaced. There was no patient injury.